Event description:
The bronchovideoscope was returned to the service center with a report of cleaning brush stuck inside the channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the suction volume does not meet the standard value. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the suction volume does not meet the standard value due to clogging of the channel tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.